Event description:
It was reported the customer experienced low blood glucose. Customer's blood glucose was 42 mg/dl. The customer also reported receiving a calibration error alert and a bad sensor alert with their sensor. Customer's blood glucose was 134 mg/dl at the time of the call. The customer's sensor was not bent or kinked upon removal. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
A complete analysis and testing of 1 opened and used enlite sensor performed the continuity resistance test and the sensor passed per specifications also, performed bicarbonate buffer test and the sensor failed due to high readings.